Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the internal leakage test failed during the pre-use check. Based on available information, the o2 cell has been replaced. The reported issue has been confirmed during evaluation of the provided problem description. Service report and the device's log files were not attached and no parts have been returned for further analysis. The root cause of the issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: not provided. Corrected manufacture date: 03/24/2010.

Event description:
It was reported that the ventilator internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).